Event description:
Initial event description: patient 2 was female, (B)(6); reported to the hospital on day 2 ((B)(6)) bleeding.

Manufacturer narrative:
The facility did not retain the device and did not provide a lot number; therefore an investigation of the device or the lot history file could not be performed. The sales representative reported that an (B)(6) female was admitted to the hospital for bleeding two days post surgery (t and a). Bleeding stopped on its own, no intervention was required. Patient is doing fine.